Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device me2850, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What did you mean by "split."? Please clarify- did the suture break post-op? Was there any dehiscence noticed? How was the patient treated for infection and split? Was any prescribed medication / antibiotics given to patient post-op? Was any re-operation/re-suturing/ revision surgery done on patient post-op initial procedure?

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. Three days postoperative, the patient experienced incision infection and split. Alcohol was treated for incision and patient condition changed better. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: procedure name? C-section. What did you mean by "split."? Please clarify- the wound is dehiscence and not healing well . Did the suture break post-op? Unknown. Was there any dehiscence noticed? Yes. How was the patient treated for infection and split? Was any prescribed medication / antibiotics given to patient post-op? Alcohol was treated. Was any re-operation/re-suturing/ revision surgery done on patient post-op initial procedure? Unknown.